Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. Unable to verify the motor error, off no power, or other alarms due to the blank display. The motor passed motor test. The pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a prime. It was also found the customer had a failed selftest alarm. The customer also stated their insulin pump would not turn on after inserting a new battery. Customer's blood glucose was 261 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was also unable to complete the rewind sequence on their insulin pump due to the failed selftest alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.